Manufacturer narrative:
Upon review of the initial MDR, it was noted that the lot number had been provided under the serial number field. See corrections below. Lot #:cc00614; cartridges are identified with lot numbers only. Device evaluation: the product was discarded by the customer. Therefore, the complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
This is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip was cracked. No patient contact was reported. No further information was provided. 4 MDR¿s will be reported, one for each suspect product. This is MDR 3 out of 4.